Event description:
The customer reported the needle cleanly detached from the hub while in use. The doctor removed the needle from the patient's gums. There was no additional medical intervention or medication required for the patient.

Manufacturer narrative:
Describe event or problem after receiving additional information from the customer, the description has been updated to: the customer reported the needle cleanly detached from the hub while in use. The doctor removed the needle from the patient's gums. There was no additional medical intervention or medication required for the patient. From: the customer reported the needle broke in use. The doctor removed the broken tip from the patient's gums. There was no additional medical intervention or medication required for the patient. Device updated to: from: detachment of device or device component break.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the needle broke in use. The doctor removed the broken tip from the patient's gums. There was no additional medical intervention or medication required for the patient.